Manufacturer narrative:
Investigation. X-inspect returned samples: analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 4/25/18 under wo #(B)(4) and shipped on 7/9/18. Manufacturing record review: dhrs (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Burnt components were noted on a few complaints but not the same as this complaint. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Upon opening the device z1 was confirmed to produce smoke and continue to burn. Root cause: no definitive root cause for this issue could not be reliably determined at this time. As noted above, other complaints noted burnt components but the components are not the same this unit. Z1 is another zener diode protecting z2 and functioned as designed. Although a check on the regulator providing the 5 volts (dc) to the display board was operating as expected it was getting warm indicating there may have been some feedback happening resulting a burnt zener diode at z1. No other complaint units have been recorded to have this failure. This is considered an isolated incident. Correction and/or corrective action: the unit was fitted with a new board, tested to specifications and returned to the customer. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Unresponsive and burnt component, smell coming from unit. Replaced pcb. Order: (B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Unresponsive and burnt component, smell coming from unit. Replaced pcb. Order: (B)(4). Ref e-complaint (B)(4).